Event description:
Sister of end user reported that the brake (wheellock) on a 9xt wheelchair isn't holding causing the user to fall when attempting to get back into the chair. No injuries. The handle on the cld (cyclical lever drive) is loose.